Event description:
Perforation of the sigmoid colon occurred during colonoscopy. The perforation was repaired in surgery and no complications were noted. The colonoscope was temporarily taken out of service and checked by the hosp. Gastroenterology technician and no product malfunction was found. The scope will be put back into service since no repairs on the colonoscope are required.